Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00631005032, liner, lot # 61587418. Item # 00771100910, femoral stem, lot # 61621508. Item # unk, hip-biolox-heads-unk, lot # unk. Legal notification. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-02075, 0001822565-2018-02076.

Event description:
It was reported that a patient has experienced ongoing pain for an unknown time frame post revision surgery. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was confirmed due to review of provided medical records . DHR was reviewed and no related manufacturing deviations or anomalies were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.